Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient extension line and the patient line of the home choice cassette. This occurred during dwell one of four peritoneal dialysis therapy. The patient will start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.